Manufacturer narrative:
Per good faith effort (gfe) response, the field service engineer (fse) observed that non-original equipment manufacturer (OEM) batteries were not displaying the charging icon during normal operation and diagnostic mode on the philips v60 ventilators. The fse also stated that the replacement philips battery has not been received yet as it is on backorder. The repair for this device cannot be conducted at this time due to a backorder status of a part (replacement philips battery) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was not displaying the charging icon during normal operation and diagnostic mode. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the battery was not displaying the charging icon during normal operation and diagnostic mode. The investigation is ongoing.

Manufacturer narrative:
H10: it was reported that there was no patient involvement at the time the issue was discovered. Upon receiving the replacement battery, the field service engineer performed the replacement and conducted all necessary tests according to the manufacturer's specifications. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. This complaint file is now closed--if additional information is received, this complaint file will be reopened.